Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient attended a follow-up appointment at the clinic. Upon interrogation, it was discovered that the right ventricle (rv) lead had an increased pacing threshold, leading to a loss of capture. Adjustments were made to the programming in anticipation of further procedures. The rv lead was subsequently capped and replaced on (B)(6)2024. The patient remained in stable condition throughout." Rather than "it was reported that the right ventricle (rv) lead exhibited an elevated pacing threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition." The correct medical device problem code should have been "failure to capture", rather than "capturing problem".

Event description:
It was reported that the patient attended a follow-up appointment at the clinic. Upon interrogation, it was discovered that the right ventricle (rv) lead had an increased pacing threshold, leading to a loss of capture. Adjustments were made to the programming in anticipation of further procedures. The rv lead was subsequently capped and replaced on 26jun2024. The patient remained in stable condition throughout.

Event description:
It was reported that the right ventricle (rv) lead exhibited an elevated pacing threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.